Event description:
The customer reported the footboard failed to move. No reports of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The latch was removed and adjusted. The system was then found to be working as intended.